Manufacturer narrative:
This report contains an initial baseline report for the device family. The initial reporter stated that the patient's surgery occurred on (B)(6) 2004, and when the transpore tape was removed four days later, hyperpigmentation was observed under the area where the transpore tape had been placed. Accordingly 3m is reporting the date of the event occurrence for this device as (B)(6) 2004. The device was discarded; it was not returned to 3m for evaluation. The device was discarded; the mfg date of the device was not reported and is unknown. The device was not returned to 3m for evaluation and the lot number was not specified. Therefore, no evaluation or conclusion regarding the quality of the device may be made. In summary, based on the info reported, 3m cannot draw any conclusions about the cause of this event.

Event description:
The patient underwent corrective surgery for scoliosis on (B)(6) 2004. A 3m transpore tape product was used during the procedure. The catalog number was not reported. The initial reporter stated that hyperpigmentation had occurred under the area where the transpore tape was placed and that this hyperpigmentation has not yet been resolved.